Event description:
The surgeon attempted to implant a cc4204bf collamer lens but it tore while being inserted. The lens was partially implanted and was removed with no pt injury. The nurse stated it was unknown as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.